Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion, the customer complained that it was difficult to insert the iab catheter and kink was noted in the balloon shaft. Another iab was used to continue procedure. No patient injury was reported.